Event description:
Surgical removal of bilateral ruptured breast implants. Per event codes it appears the pt had capsular contracture also. Facility later reported that the surgical record did not specifically state the implants were ruptured, it stated "bilateral breast implant removal and above muscle capsulectomies".